Manufacturer narrative:
The complaint of a leak was confirmed; however, the root cause could not be determined. One photo and one q-syte connector were provided for investigation. The leak could not be confirmed from the photograph. A functional test of the returned sample revealed a leak. A column tear was identified in the septum. A column tear can be attributable to either manufacturing damage or damage that can occur during use. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Event description:
Event details: occurrence of the incident: an unexplained increase in blood pressure in a 23-month-old patient on (B)(6) at 3:30 p.m. Prompted the nurse to investigate the cause ¿ upon opening the syringe pump containing a loxen syringe, the nurse noticed that the syringe pump (on the door and inside) and the syringe were wet => a leakage was observed at the q-syte valve despite the syringe and extension tube fitting properly. The syringe was inserted on (B)(6) 2025 at 4 a.m. The protocol for disinfecting medical devices is to use 70% ethyl alcohol. The bd q-sytetm valve (reference 385100) is connected between the bd plastipaktm 50 ml syringe (reference 300869) and the bd extension tube (reference pa-150-opg). Immediate action: doctor notified - replacement of devices and pharmaceutical molecule with new ones (syringe with pharmaceutical molecule - q-syte valve - extension tube) close monitoring of blood pressure. Immediate apparent consequences: for the patient: delay in administering treatment with an increase in blood pressure in a 23-month-old patient - potential risks of infection due to the breach of the closed system and gas embolism. For professionals: increased workload - management of the event. For the institution: economic cost due to the need for additional devices and drug treatments and other potential consequences for patient care.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.